Manufacturer narrative:
Product analysis: analysis was able to confirm the reported stylus misalignment, the connection between the overlay and the printed circuit board (pcb) was reseated. The programmer software was reloaded and then the stylus was successfully calibrated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus was calibrated several times but continued to not work correctly. The stylus was not engaging the screen where needed. The programmer was returned for service. There was no patient involvement.